Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the femoral head and bhr cup were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup and femoral head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the bhr cup and head. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. The clinical information provided, of the reported elevated metal ion levels and pain may be consistent with a reaction to metal. However, no ion levels were provided and the usual symptoms of a reaction to metal debris were not mentioned in the operative report. It cannot be concluded that the reported clinical findings are associated with the implant failure. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that, after a bhr system had been implanted on the patient's right hip, the patient experienced chronic pain, and elevated cobalt and chromium levels, possible metal ion debris, and loosening of the femoral component. A revision surgery was performed to address this adverse event. The patient outcome is unknown.